Event description:
The patient's family member used the suspect device to check pt's blood glucose. Family member obtained a result of 130mg/dl. Pt was screaming and acting combative. Family member called 911. Pt was taken to the ER and an ER meter result was 38mg/dl. A lab draw was also performed, but, they were not told the result. Pt was given an IV and then sent home.